Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help. It was noted ¿why bother¿ with an appointment because the patient¿s health care provider (hcp) didn¿t know what to do and that the patient had had 8 hcps since 2006.

Event description:
It was reported that the patient had the settings on program 4 at 8.5v and shut if off 3 or 4 days ago. For the last few days the patient felt like they were leaking more so today they turned stimulation back on to program 4 at 8.5v. It was reported that caused the patient much pain in their left leg and their penis felt like it was on fire and in a clamp. It was noted that the patient was going to have stenosis surgery on (B)(6) 2014. From that problem the patient could walk 300 yards and was fatigued and the patient had 5 CT scans. It was reported that the patient had stimulation in the wrong location. The patient had only ever felt stimulation in their penis and not in the bicycle seat area. It was reported that the patient was able to turn stimulation on and reduce to 0v and then slowly increased stimulation to 1.4v on program 4. The patient could feel the stimulation pulsing in their left hip, which was one of the only things the patient hadn¿t replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04m45, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).